Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and verified that the unit had a xdcr (transducer) fault. The main board was replaced and ovp (operational verification procedure) was performed. The unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.